Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 20mm apex¿ balloon catheter was selected for use and advanced towards the target lesion. However, upon an unknown number of inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device lot number corrected from 16867793 to 16896802. Device expiration date corrected from 04/02/2017 to 04/13/2017. Device manufactured date corrected from 04/04/2014 to 04/15/2014. Device evaluated by MFR: the apex balloon catheter was returned with contrast in the balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed an 11mm longitudinal tear in the balloon wall at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that no segment of the balloon was detached inside the patient when it ruptured.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).